Manufacturer narrative:
Ge healthcare's investigation is ongoing. A supplemental report will be submitted when the investigation has been completed. Block e: initial reporter information not provided due to country privacy laws.

Event description:
It was reported that during an acoustic power sampling test process on a vivid s6 ultrasound system at the ge healthcare hcs haifa ultrasound manufacturing site in israel, the measured acoustic output value (ispta.3) of a 12s-rs probe was 725 mw/cm^2. This was discovered internally by the manufacturer, and there was no patient involvement.

Manufacturer narrative:
Ge healthcare's investigation concluded that from the manufacturing process a combination of a low lens thickness and a high dielectric constant for the failing probe, neither of which by themselves were out of specification, led to the increased acoustic output power. Further analysis showed this was an isolated case found during the sampling process, and there were no other probes within the same probe family with an acoustic output power higher than the (B)(4) limit specified in the us-FDA 510k market clearance guidance 560. The probe was not shipped and sampling of probes continues as defined within the guidance. No further action is necessary at this time.